Event description:
It was reported that following an implant procedure the patient experienced groin pain. Physician believed it was not device nor procedure related. The therapy was turned off and medications were given. The patient was reportedly doing well.